Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient who was a soldier, suffered multiple gunshot wounds on (B)(6) 2008. These wounds caused bilateral humerus fracture and was sent to the (B)(6) hospital. That same year, the patient had two fractures set. In (B)(6) 2009, the patient was brought back to the operating room with a right humerus non-union and a very acute reaction metallosis and had a autologous bone graft. On (B)(6) 2011, the patient returned to surgery with a bad fixation and more varus deviation in the left humerus. The surgeon removed the dynamic compression plate 4.5, taking care of the nonunion by correcting the varus placement of the graft autologous and fixing the philos plate. The patient returned to see the surgeon on (B)(6) 2013 complaining having pain for three days. A radiograph was taken and showed the left humerus nonunion and rupture of the osteosynthesis material. On (B)(6) 2014 during surgery, metallosis was evident. The osteosynthesis material was removed and the broken plate and broken screws were discovered and removed. The nonunion was repaired and fixed with a 4.5 locking compression plate of 8 holes, screws and a bone graft using type 0.5cc demineralized bone matrix (dbx) putty. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6) 2008: bilateral humerus fracture. In 2008: two fractures set. Surgery: (B)(6) 2008. In (B)(6) 2009: right humerus non-union- metallosis-received autologous bone graft. Surgery: (B)(6) 2009. In (B)(6) 2011: bad fixation-varus deviation left humerou-removed dynamic compression plate-revised to philos. In (B)(6) 2013: pain-left humerus non-union-rupture of osteosynthesis material. The device was returned and the investigation is ongoing.

Event description:
This is 2 of 5 reports for (B)(4).

Manufacturer narrative:
Caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. This report is for an unknown screw. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. (B)(4). Placeholder.

Manufacturer narrative:
Additional evaluation conducted by synthes approved third party. As received: the cortex screws were broken due to alternating bending loads. The fracture characteristics (bending) are macroscopically visible. The screw heads of the cortex screws showed indications for a prolonged contact to plate holes or instability in a fracture situation. All of the screws broke due to alternating bending loads. A failure resulting from either a material defect of the manufacturing process can be excluded.